Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The device reportedly operated as expected. There were no suspected device deficiencies and the event was not related to the device. The patient experienced an additional bleeding event in (B)(6) 2018, and ultimately exited the study on (B)(6) 2018 (captured under manufacturer report number 2916596-2018-02163). Hm3 lvas, serial number (B)(6) is not available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient experienced a hemothorax requiring thoracotomy and transfusion of packed red blood cells. The patient developed a left effusion and initial drainage of a small catheter which was complicated by a lung injury. A larger tube was placed which was complicated by chest wall intrathoracic bleeding. The patient was taken to the operating room for wound exploration and thoracotomy. Left video-assisted thoracoscopic surgery (vats) was performed and the patient underwent a left anterior thoracotomy, evacuation of the chest wall and intrathoracic hematoma, decortication of the left lung, wedge resurrection of the lingula and negative pressure dressing placement. It was reported that the device operated as expected. The event resolved on the same day.